Event description:
It was reported that sometime post a breast biopsy procedure, the mammography image allegedly confirmed that the beaded wire allegedly fell off and remained in the breast tissue. Reportedly, a surgery will be performed to removed the separated wire. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One mammographic image was provided and reviewed. The image shows a dense right breast. The mammogram appears unremarkable except for the presence of a single tiny radiopaque object in the retro areolar region. It is possible, but not certain, that the radiopaque object in the mammogram is a bead from the wire. Therefore, the investigation is inconclusive for the reported detachment of device or device components as the provided image shows an object in the mammogram; however, it is unknown if it is from the localization wire. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a breast biopsy procedure, the mammography image allegedly confirmed that the beaded wire allegedly fell off and remained in the breast tissue. Reportedly, a surgery will be performed to removed the separated wire. The current status of the patient is unknown.